Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. Furthermore, the patient experienced a syncope episode. The patient was admitted to the hospital and further evaluation is being discussed. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. Furthermore, the patient experienced a syncope episode. The patient was admitted to the hospital and further evaluation is being discussed. At this time, this device remains in service. No further adverse patient effects were reported.